Event description:
Pt called stating that one of her legacy pumps is alarming high pressure alarm. She tried cleaning up the connection several times but it would still continue to alarm. Pt has just switched her mix this morning. Confirmed pt that her tubing is not clamped and there's no blockage/bend/kink in the line. Informed pt to switch over to another pump while author will wait on the line. Pt switched over to another pump and resumed infusion normally. No disruption in therapy or se reported. Sn of malfunctioning pump (B)(4) (due 01/27/2018). A replacement pump has been set up and informed pt to return the other pump back once she receives the return box. Dates of use: (B)(6) 2012 to ongoing. Diagnosis or reason for use: pah.